Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant in the EU had a cp being placed to support a patient when the the pump failed to be detected by the console. The aic (automated impella controller) was not replaced, but the pump was. A new pump was placed.

Manufacturer narrative:
The investigation for the pump not detected has been completed. There was no product returned or data logs as the console serial number is unknown. The root cause of the pump not detected cannot be determined. Corrections to the initial MFR report: